Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to high chromium levels. During the revision, the surgeon didn't have the correct surgical tool to remove the taper adapter. A few different methods were attempted before the sales rep drove to biomet and retrieved the correct surgical tool. This event caused a two hour delay in the revision procedure. The surgeon removed the head and taper and replaced with a biomet head and active articulation polyethylene acetabular liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: biomet m2a magnum cup catalog#: us157856, lot#: 475240. Biomet femoral stem catalog#: 103208, lot#: 805070.

Event description:
Patient's legal counsel reported that patient underwent a revision procedure approximately 10 years post-implantation due to allegations of pain, discomfort, loss of range of motion, metallosis, metal debris, elevated metal ion levels, inflammation and difficulty sitting and standing. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was reported in operative notes received that patient underwent a hip revision procedure approximately ten years post-implantation due to metallosis, elevated metal ion levels. During the procedure, black tissue and nodularis were noted. The head and taper were removed and replaced, and an active articulation polyethylene acetabular liner was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2015-02607 / 2015-2608 / 2016-01544).

Event description:
It was reported that patient underwent right total hip revision procedure approximately ten years post-implantation due to high chromium levels. The head and taper were removed and replaced with a biomet head and active articulation polyethylene acetabular liner. Patient's legal counsel reported that patient underwent a revision procedure approximately 10 years post-implantation due to allegations of pain, discomfort, loss of range of motion, metallosis, metal debris, elevated metal ion levels, inflammation and difficulty sitting and standing. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02607 & 02608).